Event description:
Ous MDR - it was reported that during a routine follow up the threshold was slightly elevated and the pacing impedance decreased from 460 to 280 ohm. The exact implant date was not transmitted to biotronik. The lead is still implanted and active. No adverse pt side effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.